Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported issue. Additionally, a review of the complaint history identified no lot specific product quality issues. Based on the information reviewed and without the device to analyze, a definitive cause for the reported unintended movement - clip open-locked in this incident could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. Device code 2017 was removed.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation.investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. 2017 - failure to follow steps / instructions. G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.

Event description:
This is filed for clip opening while establishing final arm angle (efaa). It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. During the deployment, after removing the lock line, the mitraclip began to open during the establishment of final arm angle. The user stopped turning the arm positioner counter clockwise and was instructed to turn the arm positioner in the closed (clockwise) direction. Final arm angle was established and deployment of the clip continued without issues. Mr was reduced to 1-2+. A second clip was implanted lateral to the first clip reducing mr to 1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.